Manufacturer narrative:
The technician found that the bed was alarming due to loss of functions from a cut head hi/low column wiring harness from the head hi/low column to the power supply box and bare wiring was visible. The technician replaced the head hi/low column to repair the bed.

Event description:
Information received indicates, the bed is alarming and is stuck in trendelenburg with no functions when the bed is plugged in.